Manufacturer narrative:
A device history review was completed. There were no deviations or nonconformance during the manufacturing process.

Manufacturer narrative:
The cycler was received back for investigation. Inspect exterior surface of cycler for damage, discoloration, or discrepancies. Exterior visual inspection showed no signs of physical damage. The simulated treatment was performed and completed without any failures or problems. The system air leak and valve actuation tests passed. There was visual evidence of dried fluid within the recess of the bottom cover adjacent to the pump. A follow up MDR will be submitted with the DHR review results.

Event description:
Patient called while in dwell 1/5 to fluid leaking. The patient said that he was dwelling when he heard fluid dripping on the floor. The patient said that he found fluid coming out of the cassette door. The patient has already disconnected. When the patient removed the cassette from the cycler he found solution inside the cassette area. The cycler was replaced. A follow up call was made to the patient's nurse who reported that there was no patient injury related to the event.